Manufacturer narrative:
(B)(4). A partial lead measuring 61.1cm was returned in two segments for analysis. External insulation abrasion was noted at 10.8-11.6cm from the distal tip, consistent with lead friction to another device or feature of the heart. The silicone insulation was intact at this location. External insulation abrasion was noted at 7.0-7.7cm from the connector pin, consistent with lead friction to the ICD can. Four filars of the outer coil were broken and exposed at this location. (B)(4).

Event description:
It was reported that the right ventricular lead was removed due to a lead malfunction. Lead was explanted and replaced.